Event description:
The titanium greenfield vena cava filter prematurely deployed from the carrier device. During procedure preparation, the filter deployed from the carrier after the device was removed from the packaging. The safety tape was still on the release trigger when the deployment occurred. The device was not used in the procedure.